Manufacturer narrative:
(B)(4). Final analysis found a crack in a weld. This was determined to be a manufacturing issue. The anomaly found likely resulted in the reported high impedance anomaly.

Event description:
It was reported that high impedance was observed on the atrial channel the pulse generator during implant. The device was not implanted. A replacement device was successfully implanted.